Event description:
It was reported that 'the balloon was found ruptured at the removal in emergency unit after 2 days of use. There were no patient complications reported.'

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. A non-edwards introducer was seated to the catheter through 35cm to 60cm. No contamination shield was returned. The balloon was found to be ruptured at the central area of the latex. The latex did not match up at the rupture site. The rupture size was measured 12/100"long or 3mm long. Blood residue was visible inside the balloon. The attached introducer was cut open but no balloon fragment was found from the introducer. All through lumens were patent without any leakage or occlusion. A suture thread was knotted at 73cm proximal from the tip and the catheter body was slightly crushed. No visible damage to the returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.